Event description:
It was reported that the bd discardit¿ ii syringe experienced white deposit mixes with the solution. The following information was provided by the initial reporter, translated from french to english: the nurse report that during use and regardless of the batch, there would be plastic microparticles that would detach from the plunger, causing a white deposit and making it impossible to reinject a liquid sample into the patient because the deposit mixes with the solution.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd discardit¿ ii syringe experienced white deposit mixes with the solution. The following information was provided by the initial reporter, translated from french to english: the nurse report that during use and regardless of the batch, there would be plastic microparticles that would detach from the plunger, causing a white deposit and making it impossible to reinject a liquid sample into the patient because the deposit mixes with the solution.

Manufacturer narrative:
Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, an exact cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.